Event description:
While moving the operating room light for positioning intra-operatively surgical light cracked and a piece fell onto the patient. The piece did not enter the operative area. Fell on the sterile drape.